Event description:
It was reported during an atrial fibrillation ablation procedure, an air bubble and blood leak were noted from the hemostasis valve on a swartz braided transseptal sheath. A transseptal puncture was done with a reshaped sjm brk needle without a stylet, which was inserted into the dilator/sheath assembly. An optima mapping catheter had been inserted inside the hemostasis valve of the sheath prior to the physician noticing an air bubble near the valve and leaking of blood from the valve approximately 6 hours into the procedure. The procedure was completed without replacing the introducer. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment.